Event description:
Edwards has received information that this bioprosthetic valve has exhibited moderate-to-severe mitral regurgitation at five (5) months after implant. At two (2) years, one (1) month, mitral regurgitation increased to severe. There were also elevated gradients. Device remains implanted. There are no adverse patient effects reported at this time.

Manufacturer narrative:
Additional manufacturer narrative: it was reported that the patient experiences mitral regurgitation. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. There is insufficient information in this case to conclusively determine the root cause of this event. No further actions are possible with the available information.

Event description:
Edwards received additional information indicating the device has rigid leaflets since implant. The device continues to remain implanted and the patient will be followed by the outpatient department to monitor the valve.

Manufacturer narrative:
Edwards has received information that this bioprosthetic valve has exhibited mild-to-moderate mitral regurgitation at five (5) months after implant. At one (1) year after implant, mitral regurgitation remained mild-to-moderate. At two (2) years, one (1) month, mitral regurgitation increased to severe. There were also elevated gradients.